Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and blank display. Customer's blood glucose level was 426 mg/dl. Troubleshooting for blank display was performed. Customer advised the inside of the battery cap was dirty. Customer was advised that a replacement battery cap would be sent out as the display did not return. Customer performed the self-test and passed which confirmed the device was properly functioning.